Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4). The meter result was 6.9 inr using test strip lot 58078616. Customer received several errors before receiving this result. Customer repeated the test with test strip lot 56561315 expiration unknown and the result was 3.1 inr. The customer's therapeutic range was not provided.

Manufacturer narrative:
The returned test strip lot 58078616 were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 39% donor 2 hct: 41% testing results: donor #1: retention meter and master lot strips: 2.7 inr retention meter and customer strips: 2.8 inr donor #2: retention meter and master lot strips: 2.9 inr retention meter and customer strips: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 have been updated.